Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Lot number 1757118 provided by the customer does not correspond to a finished device, and we are therefore unable to perform a manufacturing record evaluation. Follow ups are being performed for more information, and a supplemental report will be submitted upon receipt of information. Reason for device explant and/or reoperation: left rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 48-year-old female patient underwent unspecified breast surgery with a 300cc mentor memorygel breast implant on the right side, and with an unknown size unknown gel implant on the left side and experienced bilateral breast implant rupture. As a result, the devices were explanted on (B)(6) 2022. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On january 13, 2023, mentor became aware of the following and corresponding fields have been updated on this form: - event day was 19; field b3 has been updated to "(B)(6) 2022". - procedure perfomed was breast augmentation. - replacement devices used on (B)(6) 2022 were catalog number 3503501bc; serial number (B)(6) on the right side; and catalog number 3503751bc; serial number (B)(6) on the left side - left side lot number is 175718 - patient also experienced left side granuloma in addition to bilateral rupture. - field d1 for brand name has been updated to "mentor memorygel breast implant". - field d4 for catalog number has been updated to "3543007". - field d4 for lot number has been updated to "175718". - field d4 for unique identifier( UDI) has been updated to "(B)(4)". - clinical code "granuloma" has been added to field h6. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On january 26, 2023, the mentor failure analysis lab received the device for evaluation. On february 1, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 300cc breast implant had a tear measuring approximately 1.3 cm on the posterior view. Additionally, an area of siltex cracking was observed on the edges of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).